Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed.. The customer¿s blood glucose (bg) was over 493 mg/dl. Insulin injections were administered. Ketones were present (level 26). Customer went to the emergency room and was admitted to the hospital with symptoms of diabetic ketoacidosis (dka). Bg increased to 600 mg/dl. Customer was treated with fluids and intravenous insulin. Customer was discharged on (B)(6) 2018 with bg/dka resolved. Pump system check was performed with tandem technical support; no device issue was identified